Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. This also serves as a correction report. (Pma510k#) was incorrectly documented in the initial MDR 30 day report. (Describe event or problem) was also incorrectly documented that the event occurred (B)(6) 2018 - has been updated to document corrected date of (B)(6) 2019.

Event description:
Customer reported her adc blood glucose meter would not turn on with button press or with test strip insertion. She further reported that on (B)(6) 2019 she felt that her blood sugar was high and noted experiencing a loss of consciousness, but could not perform a test so she self-presented to a hospital. At the hospital, a reading of 550 mg/dl was received and customer was treated with an unspecified amount of insulin. No additional information was provided as the customer declined to continue troubleshooting and ended the call. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. It should be noted: the customer reported she had experienced two separate medical events using the same meter, which are being reported under separate MDR numbers. The first event which occurred on (B)(6) 2018 was reported under MDR#2954323-2019-01099. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter would not turn on with button press or with test strip insertion. She further reported that on (B)(6) 2018 she felt that her blood sugar was high and noted experiencing a loss of consciousness, but could not perform a test so she self-presented to a hospital. At the hospital, a reading of 550 mg/dl was received and customer was treated with an unspecified amount of insulin. No additional information was provided as the customer declined to continue troubleshooting and ended the call. There was no report of death or permanent injury associated with this event.